Event description:
It was reported that patient underwent initial hip procedure on (B)(6) 2011. Subsequently, patient underwent a revision procedure in (B)(6) 2011 due to infection.

Manufacturer narrative:
Current information is insufficient to determine the cause of reported issue. Package inserts list the following as a possible adverse effect: early or late postoperative infection and allergic reaction. Device evaluation anticipated, but not yet begun. Upon completion of evaluation, a follow-up MDR will be reported. This medwatch report is 1 of 4 reports associated with this complaint.

Manufacturer narrative:
Initial visual examination of returned device was unremarkable for source of infection. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This medwatch report is 1 of 4 reports associated with this complaint (1825034-2012-00028-1, 1825034-2012-00029-1, 1825034-2012-00030-1, 1825034-2012-00031-1).